Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely no image occurred due to failure of printed circuit boards. The most probable cause of failure of printed circuit boards is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center did not display an image and exhibited failure of printed circuit board (cr, cp, dr, or ap boards). There was no patient involvement.